Event description:
It was reported that he patients ipg was no longer holding a charge, and underwent a replacement procedure. The old ipg was replaced with an MRI capable one. The patient was doing well postoperatively and explanted ipg was kept by medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.